Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted for female sterilisation. The patient had a medical history of adenomyosis, vaginal bleeding, dysfunctional uterine bleeding, acute cystitis, nose bleeds, heavy periods, heavy periods, allergy to antibiotic (allergic to augmentin, pen, codeine.), wisdom teeth removal, ovarian cystectomy, irregular menstruation and diarrhea. On (B)(6) 2012, the patient had essure inserted. Essure was removed on (B)(6) 2019. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required). The patient was treated with surgery (to remove essure/robotic hysterectomy). At the time of the report, the outcome of the event was unknown. The reporter considered pelvic pain to be related to essure administration. The reporter commented: removal date: (B)(6) 2018(as per mr discrepancy noted). Date(s) of insertion: (B)(6) 2015 (as per pif). Concerning the injuries reported in this case, the following one was reported via mr: pelvic pain. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 21-feb-2023: pif received. Reporter information, reporter causality comment added. Annex f updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included diarrhea, irregular menstruation, ovarian cystectomy, wisdom teeth removal, allergy to antibiotic (allergic to augmentin, pen, codeine.), heavy periods, heavy periods, nose bleeds, acute cystitis, dysfunctional uterine bleeding, vaginal bleeding and adenomyosis. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove essure/robotic hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: removal date: (B)(6) 2018(as per mr discrepancy noted). Concerning the injuries reported in this case, the following one was reported via mr: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jul-2020: mr received. New reporter, medical history, event medical device removal was updated to pelvic pain. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted (lot no: 20227513) for female sterilisation. The patient had a medical history of left lower quadrant pain, dysplasia, low grade squamous intraepithelial lesion, adenomyosis, vaginal bleeding, dysfunctional uterine bleeding, acute cystitis, nose bleeds, heavy periods, heavy periods, allergy to antibiotic (allergic to augmentin, pen, codeine), wisdom teeth removal, ovarian cystectomy, irregular menstruation and diarrhea. On (B)(6) 2011, the patient had essure inserted. Essure was removed on (B)(6) 2018. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required). The patient was treated with surgery (essure removal via /robotic hysterectomy uterus and cervix). At the time of the report, the outcome of the event was unknown. The reporter considered pelvic pain to be related to essure administration. The reporter commented: removal date: on (B)(6) 2018 (as per mr discrepancy noted). Date(s) of insertion: on (B)(6) 2015 (as per pif). On follow-up on (B)(6) 2023 essure start and stop date discrepancy, on (B)(6) 2011 or on (B)(6) 2012, on (B)(6) 2018 or on (B)(6) 2019 respectively. Trailing coils: left-0, right-3. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 72 kg. [Hysterosalpingogram] on (B)(6) 2011: history: this is checking for coil placement. Impression: the coils are in expected position and have occluded both tubes. [Pathology test] on (B)(6) 2011: diagnosis: a) endocervix (curettage): benign endocervix, minute fragments. No intact cervical tissue present. B) cervix, 5 o'clock (biopsy/ies): low grade squamous intraepithelial lesion, mild dysplasia (cin I) transformation zone present. Concerning the injuries reported in this case, the following one was reported via medical record: pelvic pain, device breakage. The most recent follow-up information incorporated above includes data received on: 15-nov-2023: device breakage event added, reporters, medical history, lab data, patient information, indication, lot no, added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted (lot no. 20227513) for female sterilisation. The patient had a medical history of left lower quadrant pain, dysplasia, low grade squamous intraepithelial lesion, adenomyosis, vaginal bleeding, dysfunctional uterine bleeding, acute cystitis, nose bleeds, heavy periods, heavy periods, allergy to antibiotic (allergic to augmentin, pen, codeine), wisdom teeth removal, ovarian cystectomy, irregular menstruation and diarrhea. On (B)(6) 2011, the patient had essure inserted. Essure was removed on (B)(6) 2018. On unknown date she experienced pelvic pain (seriousness criteria medically important and intervention required). The patient was treated with surgery (essure removal via /robotic hysterectomy uterus and cervix). At the time of the report, the outcome of the event was unknown. The reporter considered pelvic pain to be related to essure administration. The reporter commented: removal date: (B)(6) 2018 (as per mr discrepancy noted). Date(s) of insertion: (B)(6) 2015 (as per pif). On follow-up (B)(6) 2023, essure start and stop date discrepancy, on (B)(6) 2011 or (B)(6) 2012, (B)(6) 2018 or (B)(6) 2019 respectively. Trailing coils: left: 0, right: 3. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 72 kg. [Hysterosalpingogram] on (B)(6) 2011: history: this is checking for coil placement. Impression: the coils are in expected position and have occluded both tubes. [Pathology test] on (B)(6) 2011: diagnosis: endocervix (curettage): benign endocervix, minute fragments; no intact cervical tissue present. Cervix, 5 o'clock (biopsy/ies): low grade squamous intraepithelial lesion, mild dysplasia (cin I); transformation zone present. Concerning the injuries reported in this case, the following one was reported via medical record: pelvic pain and device breakage. Lot number: 20227513. Manufacture date: 2010-03. Expiration date: 2013-03. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 24-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.